Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used on an unknown procedure performed on (B)(6) 2022. It was reported that the clip failed to deploy. No further information has been obtained despite good faith efforts. Additional information received on december 12, 2022: it was clarified that the only device problem was the clip would not open.

Manufacturer narrative:
Block h11: correction: block h6 has been updated to code for difficult to open or close deeming this a non -reportable scenario, due to additional information has been received on december 12, 2022, stating that this was a clip unable to open.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used on an unknown procedure performed on (B)(6) 2022. It was reported that the clip failed to deploy. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.